Event description:
On 10/11/93 accoring to h&p surgeon noted that patient had non-functioning penile prosthesis. On 10/14/93 patient underwent surgery and reservoir was lested with 25% hypaque. It was injected and manometer reading was noted to be loosing pressure and it could be seen leaking and draining out through and around the tube. Thus it was removed and replaced with another unit.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.